Event description:
The doctor indicates that the screw fractured inside the integrated implant. After several attempts the doctor was unable to recover screw, and the implant had to be removed. Antibiotics were prescribed to patient.

Manufacturer narrative:
Visual inspection of the returned iuniht certain® titanium hexed screw by the complaint investigator confirms that the screw has fractured. Lot information for the screw was not provided, therefore a manufacturing history review could not be completed. Complaint and non-conformance reviews for the iuniht screws did not identify any anomalies or trends. A technical root cause could not be determined. (B)(4).